Event description:
The customer reported that the system collimation would not work side to side. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced and aligned the collimator. The system was tested and found to be working as intended and put back in service.